Event description:
Complainant alleged that the device displayed "status 93" and "status 110" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.